Event description:
The pt stated that she was priming her infusion device and no insulin was flowing through the infusion tubing. She removed the insulin cartridge and a small amount of insulin had leaked into the cartridge compartment. She was able to dry the cartridge compartment. She stated she then changed the adapter and she was able to prime her infusion set. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.